Event description:
During a thoracoscopic bullectomy procedure, the instrument did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The staple cartridge was not returned for evaluation preventing the co from reliably determining the exact cause for the difficulty reported.